Manufacturer narrative:
The follow up report provided the device lot number and expiration date.

Manufacturer narrative:
The device was not returned for analysis. The manufacturing record was reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient's wound was not healing well. The implant site was restitched and there was no sign of infection. The lead was exposed when the scab fell off the wound site; so the physician decided to explant the system. There was no further report of complication.